Event description:
It was reported that the cartridge was leaking from an unknown location. There was no adverse impact to the customer's blood glucose level. Customer declined troubleshooting. No additional information was able to be obtained.